Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was in the 40 mg/dl range. Customer advised their sensor alerts them when they are going low however when they eat their blood glucose is usually very low. Customer was advised that auto mode will reduce the amount of insulin received by the patient when they begin to go low. The product was not returned for analysis.